Event description:
The customer reported via phone call that they had a compromised force sensor system alarm. The customer stated the alarm occurred when they did not have a reservoir in the insulin pump. The customer also reported a motor error alarm. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No compromised force sensor system alarm, motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.